Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report (B)(4) from the (B)(6) registry indicating that the patient was noted to have some myocardial recovery and speeds were decreased on the vad with contributed to resolution of his short of breath (sob) and other hf symptoms. He stopped having suction events as well.

Manufacturer narrative:
The patient remains ongoing with the implant device and no further issues have been reported. The manufacturer is in the process of obtaining additional information. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The user facility report (B)(4) was received from the (B)(6) registry.